Event description:
It was reported that telemetry confirmed a critical alarm was occurring due to safe state, reset "low battery". The pump logs showed low battery reset multiple times and safe state. The patient experienced "some withdrawal"; they were feeling under dosed then overdosed. A replacement was being scheduled. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8709, lot# n079867032, implanted: (B)(6) 2006, explanted: unknown.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance; pump motor feed thru anomaly.

Event description:
Additional information: it was reported later that the pump was replaced. Drug delivered via the device was morphine 25mg/ml; daily dose not known; following replacement the daily dose of morphine was set to 0.6md/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report; a follow-up report will be sent when it is completed.